Manufacturer narrative:
No lot number available. MFR has not received device sample in time for this report.

Event description:
Received complaint via medwatch report. Complaint alleges: a foley catheter was placed post-op and was unable to be removed that evening. No fluid could be aspirated from the balloon. The pt had to have it removed surgically the next day. There was no reported pt injury or consequence. Ref. (B)(4).